Manufacturer narrative:
The failure analysis was not possible because the product involved in the reported event will not be returned for evaluation. Fg lot 1172669 had one (1) unit of retain sample. This unit was visually inspected by packaging condition, product appearance and product size. The sample unit was found in good condition and is considered acceptable. The DHR of fg lot 1172669 was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. The reported condition is unconfirmed. Based on the event description, where the client indicates that multiple pieces of duragen were used (a larger piece and a smaller piece) to cover the dura, it can be considered that the duragen was not cut as stipulated on the instructions for use (IFU) which indicates: ¿duragen, in the dry state, can be cut to the desired shape using aseptic technique. Duragen must be large enough to overlap the remaining dura by a minimum of one (1) centimeter.¿ therefore, the possible root cause could be related to the use of the small cut piece left to complete the dura loss range after the product was cut. This small piece could be the ¿gelatinous¿ thing that clogged the drain (if the small piece was small enough).

Event description:
N/a

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgeon reported that the id2201l duragen 2x2 was used for the craniotomy procedure on an unruptured aneurysm on (B)(6) 2019. After the procedure was completed, a dead space was observed at magnetic resonance imaging (MRI). An epidural drain was performed to reduce the dead space, but only gelatinous substance came out (the physician suspected the gelatinous substance was the duragen). As a result, it caused the drain tube to be occluded and unable to reduce the dead space. Subcutaneous fluid retention was also observed after the procedure. The female patient was monitored and after that the patient was discharged from the hospital.